Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. Siemens concluded that there was no indication of reagent delivery, weak mixing or foaming issues. A sample integrity issue potentially contributed to the discordant glucose result. Siemens further investigated the instrument files and determined that the sample was repeated on (B)(6) 2018 on an alternate dimension vista instrument. The results discovered during siemens investigation were documented in section of this MDR. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was flagged with "below panic range" and was not reported to the physician(s). The sample was automatically repeated by the instrument due to the flag, resulting higher. The repeat result was not reported to the physician(s). A new aliquot from the same sample was manually repeated on the same instrument, resulting higher. The manually repeat result was reported, as the correct result, to the physician(s). On the next day (B)(6) 2018), the sample was repeated on an alternate dimension vista instrument, resulting similar to the repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018. Corrected information (08-nov-2018): the initial MDR indicated that on (B)(6) 2018, sample was repeated on an alternate instrument four times. Upon further investigation, siemens determined that the sample was repeated 15 times on (B)(6) 2018 on the initial instrument, resulting in a mean of 65 mg/dl. Section b5 was updated to reflect the corrected information.

Event description:
On (B)(6) 2018, the sample was repeated 15 times on the initial dimension vista 1500 instrument, with a median result of 65 mg/dl.